Manufacturer narrative:
Correction: section: h6 component code should have been "3079 - patient lead", h6 coding updated.

Manufacturer narrative:
The reported events of inappropriate shock, over sensing noise, high pacing impedance and ¿the head end of the right ventricular defibrillation coil had been bent¿ were confirmed. As received, a complete lead with stuck stylet was returned in one piece. Examinations performed on the lead showed both ring electrode cables were fractured at the distal region. Scanning electron microscope evaluation verified that the fracture of the cables is most likely due to fatigue fracture. The cause of the reported event of ¿the head end of the right ventricular defibrillation coil had been bent¿ could have contributed to the fractured ring electrode cables that leads to the reported events of inappropriate shock, over sensing noise, and high pacing impedance.

Manufacturer narrative:
On (B)(6) 2024 se correction to section d6a - date of implant should be "(B)(6) 2023" not "(B)(6) 2023".

Event description:
Related manufacturer report number: 2017865-2024-71466. It was reported that the patient was hospitalized on (B)(6) 2024 due to multiple inappropriate shock discharges during a short period of time. The inappropriate shock was caused by noise interference. Programming changes to shut off defibrillation was made while the patient was in hospital for observation. A chest x-ray showed the head end of the right ventricular (rv) lead had been bent. The pacing impedance of the rv lead was high and remaining power on the defibrillator was 1.8 yrs. The ICD and rv lead were therefore explanted and replaced on (B)(6) 2024. The patient didn't have any symptoms due to the inappropriate therapy and the patient was stable following the procedure.

Manufacturer narrative:
Related manufacturer report number: 2017865-2024-71466.